Manufacturer narrative:
A specific root cause could not be identified. Based on alarms contained in the provided analyzer data, a pre-analytical issue of foam or fibrin due to insufficient mixing of the sample was a likely cause. These issues may have led to insufficient sample probe pipetting.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable total bilirubin special (total bilirubin) result for a sample from a baby that was (B)(6). Subsequently, the analyzer gave intermittent sample short alarms. The initial result was 2.8 mg/dl and was reported outside the laboratory. The doctor questioned the result as the patient was being treated for jaundice. The sample was repeated the next day and the result was 16.9 mg/dl. The repeat result was believed to be correct. There was no adverse event. The total bilirubin reagent lot number was 68995401 with an expiration date of 12/31/2014. The field service representative was unable to reproduce the issue and noted the specimen was not available at the time of service for inspection and repeat testing. He checked the sample and reagent probe condition and adjustments, rinse station function, condition of photometer lamp and measuring cells, condition of sample and reagent pipettor seals, all pump pressures and flow of all rinse baths. No system discrepancies were noted in any of the checks. He performed a 20 cup precision run and the customer calibrated and ran qc for total bilirubin. The calibration was successful and all levels of qc were within normal ranges.